Event description:
It was reported that, during a tha, when a surgeon was drilling with a drill point and a drill shaft, the shaft bent. At this time, the surgeon did not realize a few parts of shaft fell off into the patient body. He realized it after surgery on the x-ray.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: based on a review of as400, the device was manufactured around (B)(6) 1997. The DHR could not be located. Doc control has been notified. Complaint history review: there have been no other events for the lot referenced. Visual inspection: the detachable flex shaft showed no evidence of damage. There are some marks around the circumference of the drive fitting subcomponent at the height of the hole. These slight markings are not consistent with the shavings observed on the x-ray. Clinician review: the x-ray was provided to a clinician whose evaluation determined that the small fragments shown cannot be confirmed. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that, during a tha, when a surgeon was drilling with a drill point and a drill shaft, the shaft bent. At this time, the surgeon did not realize a few parts of shaft fell off into the patient body. He realized it after surgery on the x-ray.